Event description:
End user states unit stopped dispensing medicine. End user states that it was working intermittently since last year and now it will not work at all. No further information provided. Advised end user to contact dealer.